Event description:
The patient presented in the emergency room with symptoms of dizziness and fatigue. A loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition following the procedure.